Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found no abnormality with the device. It was confirmed that the event was resolved when the image was set to be sent to the primary monitor. Additionally, when the secondary monitor was examined, it was confirmed that the uwit system used was determined to be the cause. Therefore, it was concluded that there was no abnormality with the device.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support. In troubleshooting the problem of "no image" on the "secondary monitor," with the reporter, it was determined the sdi input from the primary monitor was used but the uwit-tx, wireless transmitter was set to dvi; once the setting was changed from dvi to sdi, the problem was resolved and the image appeared on the secondary monitor. After troubleshooting, the reporter stated that there were no issues and technical support determined that the olympus equipment was functioning as intended. The reported problem of delayed image could not be reproduced during troubleshooting with olympus technical support and a conclusive root cause could not be determined.

Event description:
A user facility reported to olympus that no image was observed on a "secondary monitor" prior to beginning a procedure. The user facility reported that in order to obtain an image on the secondary monitor, they "hardwired" a monitor to display the image in order to perform the procedure. After resolving the problem of no image on the secondary monitor, the procedure was attempted but during the procedure, the image that was displayed on the monitor was delayed by several seconds and the procedure was canceled. There was no patient injury, associated with the problem, reported to olympus.